Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR report: 2134265-2009-01330. It was reported that during an unspecified procedure, the balloon catheter adhered to the guide wire. The lesion was located in the severely calcified mid left circumflex coronary artery. The physician advanced the apex monorail 2.5mm x 20mm balloon dilation catheter over the choice pt plus guide wire "just fine", however, when the physician attempted to "manipulate" the balloon, it was noted that it felt as though the balloon was sticking to the wire at the wire port. The procedure was successfully completed with a 3.0mm x 15mm quantum maverick balloon dilation catheter. No post-procedure complications were noted and the patient's status was reported as "ok".